Manufacturer narrative:
H10: h3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection revealed the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material documentation found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factor that can contribute to the reported event include damage caused by sharp instruments. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair surgery using the fast-fix 360, the suture broke at a pull. The procedure was finished with an non-significant delay using a smith and nephew back up device. Both t implants were removed from the patient using tweezers. No further complications were reported.